Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems.upon completion of the investigation, it was found that additional event information was obtained from the user facility and has been described.(B)(4).all available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Additional information obtained from the user facility indicated no issues were noted during setup and priming of the cpb circuit; neither was noise heard during priming and the flow / rpm relationship was no different than usually seen.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems. (B)(4). The actual device was visually inspected upon receipt and no anomalies, including a break, were found that would have contributed to the reported complaint. Impedence testing was conducted in which the actual sample was rinsed and dried and then built into a circuit with tubes. Bovine blood (hct35% and temp 37c) was circulated at each flow rate. The obtained values confirmed product specifications were met and the actual sample was not occluded. A review of the device history file revealed no anomalies. Device labeling addresses the potential for such an occurrence in the instructions-for-use with statements such as, "do not reduce heparin during circulation. Otherwise, blood clotting might occur." "Adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality management for appropriate tracking.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). Evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardio vascular systems corporation that during cardiopulmonary bypass, at 3500 rpms a flow rate of 2.4 lpm could only be attained. Additional heparin was administered and the flow rates became better. No known impact or consequence to patient; product was not changed out; procedure was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 3, 2015.(B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code 11.all available information has been placed on file in quality management for appropriate tracking, trending and follow up.